Event description:
As reported by the (B)(4) study, a patient experienced a peri-procedural myocardial infarct non-q wave on the same day of the index procedure. The indication for the index procedure was positive function test for ischemia. At that time, angiography revealed reveled 80% stenosis in the proximal left anterior descending artery (lad). The lesion was described as 10mm in length, class c, de novo, heavily calcified, anatomically complex, bifurcation with side branches more or equal to 2.5mm. The reference vessel was 2.75mm in diameter and timi flow was 2. The lesion was pre-dilated with a 2.5 x 8mm balloon at 8atm and a 2.75 x 13mm cypher rx stent was implanted at 12atm by direct stenting with a 0% residual stenosis and timi flow was 3. At pre-procedure, the ck-mb peaked at 6.2 (3.4 ng/ml) and the troponin peaked at 0.82 (0.01 ng/ml). At 6-12 hours post-procedure, the ck mb peaked at 6.2 and the troponin peaked at 0.82. At 16-24 hours post procedure, the ck mb peaked at 6.2 and troponin peaked at 0.82. It was reported that the patient experienced a peri-procedural mi non-q wave involving the first diagonal artery. The patient was medically treated and discharged two days later with no further complications. Per the investigator, the event was probably related to the index procedure and possibly related to the study stent.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced a peri-procedural myocardial infarct. This is a (B)(6) male with medical history including positive function study for ischemia, family history of coronary artery disease, hypertension, hyperlipidemia, tia (1996), pvd/claudication, chronic pulmonary disease (copd), past smoker and allergy to solu-medrol. The indication for the index procedure was positive function test for ischemia. At the time of the index procedure, angiography revealed 80% stenosis in the proximal left anterior descending artery (lad). The lesion was described as 10mm in length, class c, de novo, heavily calcified, anatomically complex, bifurcation with side branches more or equal to 2.5mm. The reference vessel was 2.75mm in diameter and timi flow was 2. The lesion was pre-dilated with a 2.5 x 8mm balloon at 8atm and a 2.75 x 13mm cypher rx stent was implanted at 12atm by direct stenting with a 0% residual stenosis and timi flow was 3. At pre-procedure, the ck-mb peaked at 6.2 (3.4 ng/ml) and the troponin peaked at 0.82(0.01 ng/ml). At 6-12 hours post-procedure, the ck mb peaked at 6.2 and the troponin peaked at 0.82. At 16-24 hours post procedure, the ck mb peaked at 6.2 and troponin peaked at 0.82. It was reported that the patient experienced a peri-procedural mi involving the first diagonal artery. The patient was medically treated and discharged two days later with no further complications. Per the investigator, the event was probably related to the index procedure and possibly related to the study stent. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15093789 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Concomitant medications: zocor 20mg qd, norvasc 5mg qd, diovan/hydrochlorothiaz 320/25mg qd and asprin 81mg qd. Additional information will be submitted within 30 day of receipt.